Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had his scs ipg explanted and replaced. The patient stated his ipg stopped working a few months ago. A sjm representative verified the patient's ipg did not communicate with either the charger or patient programmer. The patient reported receiving effective stimulation postoperative.

Manufacturer narrative:
Evaluation codes: results: as returned, the ipg would not communicate due to a depleted battery. The in-circuit battery voltage was 0.406v which is below the minimum necessary for communication. The battery was charged, ipg communication and functionality was established. The ipg was tested to manufacturing specifications. The ipg passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.